Event description:
Reference number (B)(4). Event occurred in the united states on 13-august-2024, it was reported by the patient that infusions set cannula was bent due to which hyperglycemia and high ketones occurs within 3 hours of insertion. He assisted by diabetic hotline. High blood glucose level was 430 mg/dl and treated by using mdi. Infusion set was placed in abdomen. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.